Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient alleges visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.

Manufacturer narrative:
Additional information was received on 05/02/2025 and section h11 should be reported as: the manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient alleges visualization of particles in the device. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
Repair evaluation information was received on 04/23/2024 and section h11 should be reported as: the manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient alleges visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, (secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.